Event description:
The customer reported intermittent power connection with the back of the device.

Manufacturer narrative:
(B)(4). The customer reported intermittent power connection with the back of the device. The device was evaluated at philips and the symptom was verified. The battery pca was replaced to resolve the reported issue.